Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous, moderately calcified 2nd obtuse marginal (om2). The target lesion was predilated with a 2.5 x 12 apex balloon catheter. Om2 wired without difficultly with the pt2 guide wire, and a non-bsc stent was implanted. Removal of the non-bsc sds was successful and without resistance. Case moved onto the diagonal for pci. When angio shot of diagonal was done, physician noted 20mm of the radiopaque tip of the pt2 guide wire in the om2. A snare was introduced to capture the detached wire tip but was unsuccessful. Multiple wires were inserted and twisted to catch and snare the detached tip of the wire. These attempts were unsuccessful. All guide wires were removed except one. A non-bsc stent was inserted and deployed over the detached tip of wire. No patient complications were noted. No further actions were required and the procedure was completed.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).